Event description:
I have a wound which is leaking exudate. A medical professional at urgent care applied a mepilex covering saying it should last three days. Within a few hours it was coming off by itself. I believe this was due to the increased redness and swelling around the area since its application. The surrounding area, especially where the adhesive of the patch touched skin and where the back of the patch touched skin is now inflamed and itchy. I had expressed my concerns about adhesive to the doctor, since I often have reactions to medical grade adhesives, but was assured that mepilex was a safe option, that I wouldn't likely experience a reaction because it used a silicone-based adhesive (safe-tac) that was much gentler and wouldn't result in a reaction. Clearly that is not the case.